Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 8 fr angio-seal vip device was returned for product evaluation. The returned sample includes the carrier tube, and hemostasis sheath. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The device tip appears to have been cut prior to sample return, exposing the anchor. The returned sample appeared to be used, and the anchor was present on the returned device. Therefore, the complaint can be confirmed for a non-deployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. When attempting to deploy the angio-seal device, the foot plate stayed in the sheath and did not come out. The procedure performed was a left leg angiogram with intervention. Additional information was received on 10oct2025: the procedure sheath size used was a 7 french. A pre-deployment angiogram was performed. There were difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion of the device. The device pulled out of the artery prior to deployment. The patient was stable. The procedure was successful. The device did not have noticeable damage. There was no concomitant devices used with the angio-seal. Hemostasis was achieved by manual pressure at the groin site. Additional information was received on 13oct2025: the blood loss was confirmed to be less than 250cc.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: interventional radiology lead. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.